Event description:
The product was used during an unspecified procedure on the colon. Reportedly, the suture was insufficient and a reoperation was performed to the correct the condition. The hosp has reported that the pt's status is satisfactory.